Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable creatinine plus ver.2 (crep) results on their integra 800 analyzer. The repeat testing was performed on (B)(6) 2012 using the original analyzer. The first patient's initial crep result was 2.15 mg/dl and it was reported outside the laboratory. The repeat result was 0.69 mg/dl. The second patient, a female born on (B)(6) 1966, has an initial crep result of 5.30 mg/dl and it was reported outside the laboratory. The repeat result was 0.78 mg/dl. The repeat results were considered correct and issued as corrected reports. There were no adverse events. The crep reagent lot number was 66687201 and the expiration date was 03/31/2013. The field service representative could not find a cause. Instrument diagnostics were performed. A flow check was performed. A check test and precision test was performed. Everything was within specification.

Manufacturer narrative:
The presence of alarms accompanying the discrepant results indicated that something went wrong during pipetting of the patient samples and controls. On the basis of the data provided, an endogenous interference and a reagent issue could be excluded since the repeat results were not affected. A specific root cause could not be identified. There have been no further occurrences since this event.